Event description:
The customer reported an event in which a levophed infusion that was intended to run at 0.05 (no units provided) was found "running open." The customer reported difficulty in getting the device's door to close and possible damage to the door latch mechanism. It was reported that the outcome to the patient was an unspecified "bp crisis." When preliminary log analysis results indicating multiple "flo-stop open" alarms were provided, the customer reported that they do not believe that the primary roller clamp had been closed. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The reported over infusion of levophed was not confirmed or replicated, however, a loose pivot latch screw and a broken sear were observed on the event pump module during physical inspection. Damage to the associated pc unit consistent with the extended pivot latch screw was also noted to the side of the front case. The over infusion could not be replicated during functional testing of the system with both the event set and new, unused IV sets. Immediately after powering on, the pump module displayed a "safety clamp open/close door" alarm. No unregulated flow was observed. Numerous attempts were made to manipulate the door and start infusions using the event pump module; however, the alarm occurred each time, so no infusions could be started. Review of the logs confirmed that on (B)(6) 2014 during programming of the drug norepinephrine (levophed) flo-stop alarms occurred a total of eight times. The root cause of the over infusion could not be definitively determined, however, since it was reported that the user experienced difficulty in getting the device door to close, it is likely that the loose pivot latch screw and the broken sear led to multiple alarms and difficulty initiating the infusion. If the set's roller clamp had been open during this time, and if the set had been connected to the patient's venous access, it is possible that as much as 118 ml of fluid could have reached the patient.